Event description:
Pt (patient) reports there was a hair in his needle/syringe pack and requests a new syringe. Unknown if specialist is aware, unknown if pt (patient) possesses defective device for replacement, unknown if pt (patient) missed dose, unknown if adverse event occurred. No further information provided. Lot number and expiration date is unknown as not reported. Reported to (B)(6) by: patient/caregiver.